Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the infusion set was changed and the event was resolved. Blood glucose was over 500 mg/dl with small ketones which was addressed with a bolus via the pump. Tandems's technical support was unable to obtain the infusion set information.